Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - requested but unknown due to lot number being unknown. UDI - requested but unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested but unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the involved tr band was used on a patient. The patient was presented with a forearm hematoma from the wrist to the elbow. The hematoma was reported to the physician two weeks after the procedure. The patient was in fine condition. The procedure outcome was successful additional information was received april 25, 2019: the procedure was a superficial femoral artery angiogram with intervention. There was no treatment received for the hematoma and there is ongoing monitoring.